Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017 the patient was initially implanted with an afx2 device to treat an aneurysm. Approximately one year later during a routine follow-up, the patient was presented with a type 1b endoleak. The physician elected to correct the endoleak because the doppler us showed a slight leak from the right iliac and placed a limb extension. A post implant angiogram revealed that there was no leak evident. As of the date of this report, there have been no additional patient information provided. No additional sequelae reported and the patient is doing well.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event of an endoleak type 3b. It was confirmed that patient had an endoleak type 3b at the ir cuff at the superior stent graft of the main body. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to the strata material. Associated clinical harms for this event included: type iiib endoleak and secondary procedure performed on (B)(6) 2017. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. In addition, clinical found additional events on (B)(6) 2017 (68 month post implant), with migration of the ir cuff; el1b of the r and l iliac limbs; rupture aorta; and an aneurysm enlargement (aaa). The migration and the ir cuff will be reported on a separate complaint. A review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
Correction: follow up 001 report for patient identifier pr27213 was submitted incorrectly under MFR. Report # 2031527-2018-00697; the year 2018 is incorrect. In response, a follow up 002 report was submitted with the correct MFR. Report # 2031527-2017-00697 for year 2017. Also, a follow up 002 report has been submitted (here) for patient identifier (B)(4) with the correct MFR. Report # 2031527-2018-00697 for year 2018.